Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from (B)(6) 2021. Driveline fault alarms were observed throughout the file. There was no interruption in pump function; the pump operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index (pi). Both the IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm. The system controller was exchanged. The cause of the driveline fault was not identified. The driveline fault did not resolve with the controller exchange. The driveline fault has been silenced and the patient has had no issues to report. The x-rays were checked over and no sites of tension/fluid ingress or damage could be identified.